Manufacturer narrative:
Image analysis: three photos were received from the account. A photo of a shelf carton label showing a rsint25014x, lot number 0011253393, which matches what was reported to the account. Two blurred photos showing a distally deformed stent with struts raised. Additional information: the lesion being treated was in the mid left anterior descending artery (lad). A non mdt 6f radial introducer was used during the procedure. A non mdt y-tube hemostatic valve was used during the procedure. There was no issue noted with the non mdt 6f radial introducer or the non mdt y connector. It was stated that it was suspected that the issue may have been the operators fault by introducing the stent too early before the y-connector was fully opened, however there was nothing to prove that this was the case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one 2.50x14mm resolute integrity rx coronary drug eluting stent (des) to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. Resistance was encountered when advancing the device. Excessive force was used during delivery of the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It was detailed that there was no abnormality visibly to the naked eye upon inspected prior to insertion. When the stent was inserted into the radial introducer it was difficult to advance. Resistance was encountered and force was required to advance. It was decided to remove the stent. Upon inspection the stent was found to be deformed. The y-tube was suspected to be at fault however another 2.50x14mm resolute integrity stent was inserted and implanted without issue. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image analysis: nine still images were provided from the account. The images confirmed the target lesion in the lad, with a previously deployed stent in the proximal vessel. The lesion appears to have been pre-dilated followed by delivery and deployment of a stent overlapping and distal to the previously deployed stent. Angiographic images without contrast injection confirm the successful stent deployment. Angiographic images with contrast injection confirm the good vessel profile post stent deployment. No images were captured of the attempted delivery of a stent without deployment. As the account reported the issue occurred in the introducer the images do not cover the radial access point, and therefore no images of the stent were reviewed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.